Event description:
It was reported by the customer, that in 2006, the md placed the central venous catheter into a male pt, in the intensive care unit. When the procedure was completed, the md noted prior to closure that the spring wire guide (swg) had been retained. The chest x-ray result was positive that the swg retained in the right subclavian, special procedure negative for pneumothorax. Medical history includes chronic obstructive pulmonary disease (copd), chronic respiratory failure on vent, hypothyroidism, hypoadrenalism, s/p peg placement. The sales rep made a site visit and spoke with the clinician. The pt later did expire; however, it was stated to the sales rep it was not due to the device.

Manufacturer narrative:
Sample will not be returned for evaluation.